Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to chest pain and an infection. The customer also suffered a low blood glucose level of 69 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to an MRI, but it was exposed to a cat scan. Advised the customer not to expose the insulin pump to these types of tests. Nothing further was reported.